Event description:
Needles come glued to hub of holder and are not intended to pass through holder, but in two instances the needle went straight through the holder and was hanging out of pt's arm. Pt had to be redrawn.